Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving three separate products; associated mdrs 1225714-2013-03109, 2937457-2013-00247.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2011 after the use of the product. In addition, the plaintiff's attorney also alleged "fresenius dialysis machines are defective and unreasonably dangerous due to inadequate instruction and warnings when used with granuflo, in that the operator mush "halve" the acetate level to account for the dangers inherent in fresenius concentrated dialysates".